Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro 2 cable wire ends were exposed; connector piece that covers the wire came off. No replacement was needed as the procedure had already been completed. The hospital did not report any pt effects. Event date is unk. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).